Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient exhibited access site bleeding. The bleeding was treated with temporary stop of heparin and a purse string suture. During explant, the patient experienced vt which resolved on its own.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the vf/vt/af/at (ventricular tachycardia) issues has been completed since the original report was submitted. The root cause of the access site bleeding issue was most likely use related, the bleeding was treated with temporary stop of heparin and a purse string suture as per the clinical description. As the necessary information was not provided, the root cause of the vt/vf was not determined.